Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 23 may 2017. The fse found the thumb screw on the seal breaker loose. The fse reported the unit wasn't breaking the std seal causing the unit to generate the hb flag message. The engineer cleaned the incubator and turntable as substrate was being dispensed on top of the std cups. The fse also found the cup presence sensor sticking and cleaned the cup presence. Daily checks and a shutdown were completed with not issues. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was the thumb screw pm the seal breaker was loose.

Event description:
On (B)(6) 2017 a customer reported hb flag during daily check with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting lhii, e2, fsh, prl, prog and bhcg patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.